Manufacturer narrative:
Product event summary: the programmer was not received by the manufacturer for analysis. However, the stylus was received, and this part was analyzed. Analysis revealed that an intermittent open circuit located at the connector end prevented proper operation of the stylus. The defective area was isolated by flexing the cable at the strain-relief connector end.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No product was returned. (B)(4).

Event description:
It was reported by the physician that the programmer's touch pen (stylus) was not working. The doctor stated that sometimes there was no possibility of changing the screen or programming a new parameter. The touch pen was replaced and everything worked fine. No patient complications were reported as a result of this event.